Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on performing a pump reset, and after this reset, the error did not recur. Caller was advised to wait 20 minutes before starting a new sensor session and confirmed understanding of the instructions.